Event description:
It was reported that the user experienced a temporary cgm signal loss after the system went out of range during a shower, and the glucose reading later resumed without intervention, consistent with intermittent communication failure associated with the electrical/magnetic communication path and antenna. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a temporary loss of bluetooth connectivity between the cgm and responsible device consistent with out-of-range conditions, with normal function restored once the devices reconnected. It was concluded, based on previously established findings for similar reports, that the cause was user-device separation leading to expected temporary communication loss.